Event description:
Philips received a complaint from a philips service engineer, reporting that the v60 ventilator displayed a check vent: blower temperature high (error code 1122). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) ordered a replacement blower assembly. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found an error code (error code: 1122). It was reported that the error code occurred over five months ago; however, it was observed that the problem had not reoccurred after multiple hours of use after the code had been initially logged. The fse then reported that both air filters were dirty. The fse replaced both air filters, and ran the device for one hour, and was not able to duplicate the issue. The fse performed all performance verification tests on the device.